Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Data analysis: imc logs are not relevant for this failure mode. Device analysis: console arrived in danvers. The console purge assembly was inspected. Upon opening the purge assembly door, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. Clinical details were sufficient to determine the root cause. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that it had a broken purge clip. The console was removed from service and a replacement was provided to the customer for support as needed. There was no report of patient harm or injury.